Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line of the cassette during drain 4 of treatment. The patient¿s caregiver stated that the patient line disconnected while the patient was sleeping. The caregiver stated that there were no injuries, symptoms, adverse events, or medical intervention required for the reported event. The caregiver stated that they cancelled treatment as advised by technical support and did not complete treatment. The caregiver stated that the cassette was discarded and not available to return to the manufacturer for evaluation.